Event description:
It was reported that when using the bd pyxis¿ es server user informed multiple patient were not showing on multiple pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not showing on multiple pyxis. The technical support specialist (tss) verified the station and server and identified a communication error. Tss then logged into the server web application, verified the notice tab for error and reviewed the notice related to communication failure. Tss stated that the upper portion of the screen of the medstation would contain a communication failure and if a notice was appeared, follow the knowledge article "how to - initial troubleshooting questions for station not communicating/all drawers failed" if it was unresolved then contact the service and support center and if there were no communication notice proceed to next section. Tss confirmed that the external messages were processing and the orders and patients were crossing as expected. The system functioned as intended after the technical support specialist troubleshot the device.